Event description:
A customer observed non-repeatable positively biased total beta-hcg results on patient's samples. The results were reported and questioned. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation revealed that the test results of serum samples from the same patients did not match the original test results. Review of the dataloger files indicated that the customer is performing appropriate analyzer maintenance. Instrument error codes were recorded on the instruments indicating a persistant problem. Calibration data and quality control results were found to be acceptable on the day of the event. Instrument service has been requested. The root cause of this event is unknown.